Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during patient use the intra-aortic balloon pump (iabp) had a blood back incident. When the patient was repositioned the customer noticed the blood in the iab, and for that reason it was removed. The iab was pulled out without any problems. There was no reported injury to the patient.

Manufacturer narrative:
A visual review of the picture provided confirmed blood was visible inside the catheter. A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon and portion of catheter was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.038cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problems. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during patient use the intra-aortic balloon pump (iabp) had a blood back incident. When the patient was repositioned the customer noticed the blood in the iab, and for that reason it was removed. The iab was pulled out without any problems. There was no reported injury to the patient.

Event description:
It was reported that during patient use the intra-aortic balloon pump (iabp) had a blood back incident. When the patient was repositioned the customer noticed the blood in the iab, and for that reason it was removed. The iab was pulled out without any problems. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during patient use the intra-aortic balloon pump (iabp) had a blood back incident. When the patient was repositioned the customer noticed the blood in the iab, and for that reason it was removed. The iab was pulled out without any problems. There was no reported injury to the patient.

Manufacturer narrative:
The product was not returned and therefore could not be physically evaluated. A visual review of the picture provided confirmed the reported leak as blood was visible inside the catheter. The reported leak was confirmed. We are unable to determine the cause since the product was not evaluated. The DHR and lhr review was not able to be performed since the product info was not provided. Complaint #(B)(4); record ID (B)(4).